Event description:
On (B)(6) 2013, the patient contacted animas, alleging a history/settings (remaining insulin reading) issue. The pump reportedly is reading more insulin than what the cartridge indicated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the reporter claimed the pump read 205 u remaining following a cartridge change, when it should have been 150 u. A review of the black box history does not show any instances of remaining insulin 205 u. Following cartridge changes on (B)(4) 2013, the remaining insulin was 145 u and 142 u respectfully. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The remaining insulin was calculated correctly when test boluses were performed. The force sensor calibration and resistance were found to be out of specifications. The pump was opened and no damage was found to the force sensor circuit.